Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient described the area as irritated scar tissue with brown discharge. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to apply neosporin and bandage the area for the skin irritation. Follow up indicated that the skin irritation improved.